Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02082. The pt was implanted with a scs system for leg pain. The pt reported approx 1.5 months ago, the pt's stimulation would not stop until 3-4 days after he turned it off. He stated, he was unable to turn the system back on until he charged at least five minutes. It was reported, he feels a continuous tingle in his legs even though stimulation is confirmed to be off via the programmer. He alleged his calf muscles pulsate and become very sore. Follow-up on the pt found he reported pain at his ipg site and continued pain in his legs when stimulation is on. The pt stated, he wanted the system explanted. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #s: 1627487-12192011-003-r and 1627487-07262012-002-r.